Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Review of the transmission revealed, the right ventricular (rv) lead exhibited noise and low pacing impedance. The noise could be reproduced with isometrics. Programming changes were completed. The patient was stable.